Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug (dose, route, frequency not reported) for early stage of peritonitis and later changed to another unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for late stage of peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy continued at the early stage and then was withdrawn at the late stage. No additional information could be provided as the reporter declined follow up.